Event description:
Voluntary medwatch received states the patient presented in clinic for a follow up. Device interrogation revealed break and high capture thresholds on the right ventricular (rv) lead. Programming changes were performed to resolve the issue. The patient was in stable condition.